Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the motion control firmware was reloaded and the software was uninstalled and reinstalled. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system received an initializing collimator error when booting up the system. There was no patient present when this issue was identified.